Manufacturer narrative:
Visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left circumflex artery that was 85% stenosed. A 2.50x12mm nc trek balloon dilatation catheter was attempted to be advanced but failed to cross after several attempts due to unknown reasons, when the proximal shaft became separated. The device was simply withdrawn and no further intervention was performed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.